Manufacturer narrative:
The customer did not accept the quote for repair.

Event description:
It was reported to philips the device screen internally exhibits defect. There was no patient involvement. The customer was provided a quote for repair but did not accept the quote, therefore repair was not performed. The root cause of the reported problem could not be confirmed because no repairs were performed. The device remains with the customer.